Event description:
The handheld computer and the software flashcard were received by the manufacturer on 02/24/2015. Analysis of the handheld found that it was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Analysis of the software flashcard found no anomalies. The flashcard and software performed according to specifications.

Event description:
It was reported that the handheld device was unable to perform interrogations. The programming system was repositioned but the communication issues did not resolve. Another handheld was used with no issues. The suspect handheld device has not been returned to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.